Manufacturer narrative:
It was reported that this device was explanted and replaced on (B)(6) 2017. The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data have been analyzed. The data documented that the eos battery status occurred on 18-jul-2017 at 1:21pm. The last measured battery voltage on 18-jul-2017 was 3.13v, indicating that the battery was not depleted. Based on the data available for analysis, the root cause of the eos detection was not determinable. However, it is reasonable to assume that it resulted from the reported off-label MRI scan. In general, if a charging cycle occurs in a strong external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary drop of the supply voltage below the eos level, resulting in the observed eos battery status. This observation does not represent a battery or hybrid malfunction. There was no indication of a material or manufacturing problem.

Event description:
This device was coming up eos following an off label MRI scan. Device remains implanted.